Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of 19uba073 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the introducer was coming apart at the edge just off the dial stir in the middle of placing a PICC.

Event description:
It was reported that the introducer was coming apart at the edge just off the dial stir in the middle of placing a PICC.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged introducer was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 5fr microintroducer dilator/sheath. The sample was received assembled, with the sheath overlaying the dilator. Usage residues were observed throughout the sample. The tip of the sheath was split and buckled. Microscopic inspection of the distal end of the sheath confirmed splitting and deformation. The tip of the sheath appeared blunt, resulting in a rough transition between the sheath and the dilator. The buckling and splitting of the dilator tip appeared to have been caused by the blunt distal tip. The tip appeared to have been improperly formed during device manufacture. Photographs have been forwarded to the manufacturing site for further evaluation. Reynosa evaluation: complaint due to ¿damaged introducer sheath¿ was confirmed. According with the photo evaluation performed at reynosa facility and gross / microscopic evaluation performed at vad lab the following was concluded: the gray distal end sheath was found to be damaged on its radius tip causing difficulty to advance into the patient while using. This kind of damage can be caused during the steps of sheath rf tipping. Therefore, the cause of this condition is manufacturing related. As part of reinforcement about this issue, an awareness communication was provided to all personnel involved on this operation. A lot history review (lhr) of 19uba073 showed no other similar product complaint(s) from this lot number.